Manufacturer narrative:
The complaint investigation for an initial false non-reactive result for one sample tested with the alinity I syphilis tp assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of retained kits with the complaint lot number. Trending review determined no adverse trend for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Inhouse testing determined that the sensitivity performance is not negatively impacted. Based on our investigation, we have determined that there is no general issue with the alinity I syphilis tp reagent lot identified in the complaint.

Manufacturer narrative:
This report is being filed on an international product, list number 07p60-32, that has a similar product distributed in the us, list number 07p60-31. An evaluation is in process. A followup report will be submitted when the evaluation is complete. No additional patient information was provided.

Event description:
The customer stated that a nonreactive alinity I (B)(6) result of (B)(6) was generated for a patient sample that tested reactive using the tppa method. The patient is a (B)(6) year old female. No adverse impact to patient management was reported.